Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, lens remains implanted, therefor not explanted. Initial reporter telephone number: (B)(6). Device evaluation: the intraocular lens was not returned for evaluation as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fiber was adherent to the posterior surface of the intraocular lens (iol) during implantation into the patient's operative eye. There were no medical or surgical intervention performed. The lens remains implanted. The vision pre operative was (B)(6) and the vision post operative is (B)(6).